Event description:
Patient underwent total hip arthroplasty in (B)(6) 2011, formed a hematoma several days postoperative which gradually resolved. The pt also experienced sudden onset of pain after excessive activity and experienced increasing thigh pain. X-ray showed a grossly loosened femoral stem. The pt was returned to surgery for reimplantation of the left femoral stem with incision and drainage and reimplantation of the polyethylene liner.